Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. The patient was "peeing more." This started yesterday. The patient was not feeling stim. Stim was showing on with the lightening bolt. The device was put in on a holiday weekend and had it set somewhere around 3.9v. The patient had not had it changed more than a few levels. Anywhere from 3.6-3.9v. The patient had now increased her stim to 4.3v or 4.5v and was still not feeling anything. The patient had not had any falls or trauma. The patient had 1 program to choose from. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01pde, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).